Event description:
Information received regarding the explanted device does does not address the patient's clinical status but notes that in november of 1995, the device was programmed to vvir when an atrial lead impedance of >1990 ohms was observed. The patient had bypass surgery and post-surgery, atrial pacing was needed. Exploratory surgery revealed normal function of the atrial lead, so the pacer was replaced.~~~~~~